Event description:
It was reported that subsequent to the implant of a protegen sling, the patient experienced vaginal and pelvic pain, vaginal bleeding, and scarring. The device was removed. The device was not returned for evaluation.